Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and they were woke up with ketones. The customer¿s blood glucose level was 215 mg/dl at the time of the incident. Customer stated that the insulin pump received low battery alert prior to the replace battery alert in less than 8 hours and then insulin pump shuts off. Customer stated that the new battery resolved the issue. Customer declined for troubleshooting of high blood glucose. Customer stated that the insulin pump was not on auto mode. The insulin pump will not be returned for analysis.